Event description:
It was reported that, during a cori tka procedure, an "internal error" notification occurred, which kicked them out of the case. After re-entering the case, they recalibrated the drill two more times, before they were able to operate the drill. The surgeon decided to change technique, and performed the distal femur cut with a saw blade (manual procedure), after positioning a cut block with the aid of the angel visualizer. He was then able to burr the peg holes for the punch tool on the distal femur. There was a delay greater than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation, however the log files required to confirm the internal error were not provided. The reported problem was not visually or functionally confirmed, either. Based on the reported description, a known software error could be the possible cause for the "internal error" generated shortly after the "robotic drill cable disconnected" error during the bone removal stage. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a result of an intraop crash due to either of the following: 1. The user leaves the bone removal state and tries to reenter handpiece connection by clicking "continue" in the robotic drill cable disconnected error dialogue box when the handpiece is still in a disconnected state. Conducted by software engineering, debugging of this error found that a pfs workpiece is deleted in the intraop when exiting bone removal after a handpiece disconnection. In an attempt to update the workpiece with the drill disconnect error information, the intraop crashes because the workpiece was deleted and no longer works. 2. The transition from disconnected to connected state of the handpiece is too slow and is not yet considered to be "identified" by the tcu, but the tool parameters of the handpiece are being queried. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The clinical/medical evaluation concluded that, from the information provided, the root cause of the reported event could not be definitively concluded. The patient impact beyond the reported greater than 30-minute surgical extension and using standardized instrumentation/cuts alongside the cori could not be concluded but no impact has been communicated. No patient injury was reported or expected as the surgeon did ¿change technique to a manual procedure¿ to achieve the distal femur cut, which is an approved surgical technique and the patient was reportedly ¿healthy without complications¿. No further medical assessment is necessary at this time. Although the reported problem could not be confirmed, the most likely cause of the internal error is a known software bug that has been corrected and released in cori-v1.4.3 software. In the event of a system failure, refer to the recovery procedure guidelines in the cori user¿s manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the optimus risk assessment released at the time of the complaint. If the system log or case log associated with this event is returned at a future date, this evaluation will be reopened for investigation.